Event description:
A customer reported that several numbers are missing in the display. Batteries were changed but the issue remains. While on the phone a review of the system was conducted. It was learned that the system was not dropped nor was it exposed to moisture. However, it appears that portions of all three digits have some display issue. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.